Manufacturer narrative:
A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 600.6835. Technical support- connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. If the error persists, return the alaris pc unit to carefusion for repair. Wireless main software was not loaded properly when he flash poc software from 9.5 to 9.12.40 greg will re-flash poc software on the pc unit. A review of the device history record showed the device had a manufacture date of 22mar2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6835. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6835. There was no patient involvement.